Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.